Event description:
It was reported that patient came in the ER after receiving inappropriate therapy with device showing post sensed t wave oversensing on ventricular lead. The oversensing was noted on stored egm. The device was explanted for normal generator change due to eri and patient condition is fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported sensing anomaly was not confimredin the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.